Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, the patient was not receiving effective therapy, due to high impedances on one of their leads. As a result, surgical intervention took place on (B)(6) 2024. Wherein, the lead was explanted and replaced to address the issue. It is unknown, which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial#: (B)(6), batch#: a000084786.